Event description:
New information indicates that the device was at eri. The device was explanted and replaced.

Event description:
It was reported that during routine follow up, the device was found to be in software reset mode. Upon review, the device was found to have had a parity reset. The device could not be restored to normal operating mode.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of parity error could not be confirmed in the laboratory as no evidence of a parity error was noted during review of the device image. The device was tested on the bench and using automated test equipment and no anomalies were found. Based on device settings, a longevity calculation was performed and found to be within expected limits.